Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began firing from the tip after a few minutes of use. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Microscope inspection identified that the glass cap was detached and the functional testing to verify the forward firing output rate, showed that it was above the threshold for potential patient harm, therefore, the forward firing event was confirmed. The glass cap exhibited severe devitrification at the output window, this is normal degradation of the fiber which occurred through use of the fiber, the heat accumulation at the fiber tip caused the glass at the firing window to crystallize. The metal cap exhibited severe charred debris adhesion on its surface which was indicative of prolonged tissue contact during the procedure. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glass cap detachment. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and the identified glass cap detachment.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began firing from the tip after a few minutes of use. The procedure was completed with another fiber without patient complications.